Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis the watchman trusteer? Access system was discarded; therefore, returned device analysis could not be completed. Device history record review a review was completed of the device history records (DHR) for the watchman trusteer? Access system, part # m635tu90050 batch # 0038271797. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman trusteer? Access system instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include hypotension and air embolism (hospitalization or prolonged hospitalization, medication required). Risk review a risk review was completed and confirmed that the events of hypotension and air embolism were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported hypotension occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman trusteer access system (was) and a watchman flx pro laa closure device & delivery system (wds) was selected for use. Upon removal of the pig tail catheter from the trusteer sheath in the laa, it was noticed there was swirling fluid or bubbles free flowing from what appeared to be the tip of the sheath. Flush was turned off and all stop cocks were turned off. It was not known where the fluid/bubbles were coming from. No changes in patient vitals were noted. The wds was inserted and formed into flex ball. Bubbles did not present at this point. Upon deployment, the same bubbles/fluid was then noticed behind the device in the laa. Anesthesia then noticed a drop in blood pressure from 100 to 80. The closure device was recaptured and after one (1) recapture the closure device was deployed again without issue. Blood pressure was brought back up to the 140s due to medicinal intervention. Post implant, the patient was taken to the post anesthesia care unit (pacu) where they remained stable. The patient was kept overnight and discharged the next day.

Event description:
It was reported hypotension occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman trusteer access system (was) and a watchman flx pro laa closure device & delivery system (wds) was selected for use. Upon removal of the pig tail catheter from the trusteer sheath in the laa, it was noticed there was swirling fluid or bubbles free flowing from what appeared to be the tip of the sheath. Flush was turned off and all stop cocks were turned off. It was not known where the fluid/bubbles were coming from. No changes in patient vitals were noted. The wds was inserted and formed into flex ball. Bubbles did not present at this point. Upon deployment, the same bubbles/fluid was then noticed behind the device in the laa. Anesthesia then noticed a drop in blood pressure from 100 to 80. The closure device was recaptured and after one (1) recapture the closure device was deployed again without issue. Blood pressure was brought back up to the 140s due to medicinal intervention. Post implant, the patient was taken to the post anesthesia care unit (pacu) where they remained stable. The patient was kept overnight and discharged the next day.